Event description:
Patient status post prodisc-c implantation c3 to c4 returned to the ER complaining of difficulty in swallowing. An x-ray was taken and showed implant expulsion of the bottom keel of the prodisc-c. Surgeon removed the hardware the same day as the ER visit.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.